Event description:
It was reported that customer experienced broken pump screen, resulting in touchscreen that was unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump still started, charged, and connected to computer, pump was expected to be returned for evaluation, and replacement pump was arranged through distributor.